Event description:
It was reported by service report that the right foot siderail was not functioning properly on the epic bed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: timing link.